Event description:
During review of the patient's programming/diagnostic history available in the in-house database, it was observed that a faulted system diagnostics test on (B)(6) 2006 changed the patient's settings to unintended parameters. A final interrogation was not performed by the programmer on (B)(6) 2006, so the settings were not noticed or corrected until the following visit on (B)(6) 2007. The patient left the clinic on (B)(6) 2007 at intended settings.

Manufacturer narrative:
Device manufacture date, corrected data: the initial report inadvertently reported this field incorrectly, as no information is available.

Manufacturer narrative:
Analysis of programming history.